Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation it was observed that there was vibration that caused pictures to be taken. Upon further inspection, it was observed that water tightness was lost due to a dent on the distal end caused by chemical or physical stress. It was also observed that the insulation resistance value did not meet the standard value due to damage on the insertion pipe. It was observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was also observed that the video connector case was deformed due to a handling problem. Lastly, it was observed that the bending section cover had a scratch due to physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope had a spontaneous switch freeze or release. The reported issue occurred during preparation of use for an unknown therapeutic procedure. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that pictures were taken due to vibration which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.